Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for other chronic/intract pain (trunk/limbs). The patient reported that their devi ce flips occasionally. They stated that the device is for pain in their hand. The patient indicated that this issue began right after the device was implanted in 2000. The patient was to follow-up with their managing healthcare provider. No further complications were reported or anticipated.